Event description:
It was reported by the rep that when the device, with reload cartridges, was used during a thoracotomy procedure, an incomplete staple line occurred. The case was completed by oversewing the staple line to complete the transection. There was no further consequence to pt.